Event description:
During patient use, a hissing noise was heard. The patient was switched to another ventilator. No patient injury was reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.